Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not work anymore. The customer's blood glucose level was 10.3 mmol/l at the time of the incident. The customer stated they were in the pool with the insulin pump and the alarm came on. The customer received a picture of the book with the question mark. The customer tried changing the battery and took out the reservoir. The insulin pump kept vibrating. The customer stated that they received an open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm, blank display or moisture damage noted during testing.(B)(4).